Event description:
It was reported by (B)(6), stryker (B)(6) mgr, that the customer is alleging that the mattress is reported to have fluid ingress. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Result - mattresses. MFR's investigation is ongoing, if add'l info is received, a f/u report may be submitted.